Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 125 mg/dl at the time of incident. Customer stated that the insulin pump up and down buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a blank display that was resolved after a new battery was used and followed by an unexpected restart alarm. Unable to perform unexpected restart troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or audio/beep anomaly noted. However, the pump had unresponsive up and down buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify unexpected restart alarm due to unresponsive button.